Manufacturer narrative:
The investigation was based on the reported event and logfile analysis from the affected savina 300 device. According to the logfile, the reported event could be confirmed. The device restarted at 2 different times on the reported date due to a deviation in the internal communication between the processor systems detected by the security software. The root cause is unknown. The device behaved and alarmed as specified. The restart solved the deviation. After approximately 12 sec savina continues ventilating the patient with the last setting. A deviation within the electronic system will cause a software controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently this is considered within the device safety concept.

Event description:
It was reported tht near the completion of ventilation, the device restarted twice in succession. After the device was retracted by me, and device check and test running were performed with no reproducibility. No pat. Harm was reported.